Manufacturer narrative:
Device was used for treatment, not diagnosis. Yi, jemin et al. (2015) a prospective randomized clinical trial comparing bone union rate following anterior cervical discectomy and fusion using a polyetheretherketone cage: hydroxyapatite/ ¿-tricalcium phosphate mixture versus hydroxyapatite/demineralized bone matrix mixture. Asian spine j 9(1):30-38. This report is for unknown cervios chronos peek cage/unknown quantity/unknown lot the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article, yi, jemin et al. (2015) a prospective randomized clinical trial comparing bone union rate following anterior cervical discectomy and fusion using a polyetheretherketone cage: hydroxyapatite/ ¿-tricalcium phosphate mixture versus hydroxyapatite/demineralized bone matrix mixture. Asian spine j 9(1):30-38. Eighty-five eligible patients were randomly assigned to group b (n=43), in which a peek cage with a mixture of ha and dbm was used, or group c (n=42), in which a peek cage with a mixture of ha and ¿-tcp was used. Of these, 77 patients (38 in group b and 39 in group c) fulfilled the criteria for study evaluation. In group c, the age range was 51.3 +/- 12.4, 26 males/13 females. Height 162.7+/-9.4cm, weight 65.3+/-11.4 kg, body mass index 24.6+/-3.4 kg/m, 11 patients were smokers. There were no statistically significant differences between the groups in demographic characteristics, including age, gender, smoking status, height, weight, bmi, proportion of myelopathy versus radiculopathy, and fusion levels. In this study, a peek cage filled with a mixture of ha and dbm (ha/dbm, bonion, cg bio inc., (B)(4)) was used for group b and compared it to the outcomes from using a peek cage filled with a mixture of ha and ¿-tcp (ha/¿-tcp, cervios chronos, synthes, (B)(4)) which was used by group c. At 12 months after surgery, dynamic radiographs showed bone fusion achieved in 34/39 patients in group c. CT scans taken six months postoperatively showed fusion in 26/39 patients. At 12 months after surgery 28/39 patients in group c had achieved fusion on CT scans. The scoring of radiating pain intensity in the upper extremity at 12 months after surgery also improved significantly in both groups. There were no patients with postoperative infections in either group. This is report 1 of 1 for (B)(4) this report is for an unknown cervios chronos peek cage